Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the of the lens adhesive peeling and sheath loss of adhesive bond issues could not be determined, however, the issues were likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex 3d deflectable videoscope was found to exhibit peeling adhesive of the charged-coupled device cover lens and adhesive bonding separation of the bending section sheath. There was no patient involvement and no harm was reported as a result of the event.